Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that over the course of the last couple of weeks, the harmonic scalpel has been toning out and not working properly. It would work intermittently. It may work fine for a while, then tone out and then work again. The biomed engineer at the hospital did all the tests he could do and said the generator tested out fine. The hospital have used the test tip and changed disposable blades and the same thing will happen. The handpiece may be out of speck or the crystals may be damaged. The case was completed by tripolar and bovie. There was no consequence to pt.